Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had gas gain in iab circuit alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
A gas loss in the iab circuit occurs when the pump detects helium loss due to a leak or high diffusion rate. A gas loss alarm is triggered when cumulative shuttle gas loss exceeds the nominal dynamic limit and is active only during specific inflation and deflation timings. Nurse reported a gas gain alarm on a cardiosave occurring two to four times per hour. She had been restarting therapy using the iab fill and start keys. There was no blood or discoloration in the helium tubing and all connections were secure. The patient had a 30 cc arrow iab in place with an off brand disclaimer provided. The initial pump had already been exchanged but the alarm continued. Augmentation was 165 and systolic blood pressure was 88. No patient related contributing factors were identified. The nurse was advised to reduce augmentation by one or two if hospital policy allowed and reminded not to reduce below 50 percent per IFU to prevent thrombus risk.